Event description:
Customer reported issues with the insulin pump. The blood glucose reading was over 400 mg/dl. Customer states that while changing the set nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.